Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No hal software error detected error or software error noted during testing or found in insulin pump history. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that software error was detected. Blood glucose was unknown. Troubleshooting was performed. Customer reported that error was occurred twice. Failed battery was also found. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.